Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the validation code was not working. The technical support specialist (tss) found that the item had been added correctly, but the customer actually needed an override code instead of a validation code. The correct information was sent to the customer. The system functioned as intended after the technical support specialist advised about the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, validation code was not working. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.